Event description:
It was reported that the customer's insulin pump gave persistent no delivery alarms. The customer reported that changing the set resolved the issue, and declined troubleshooting. The customer reported getting a lost sensor alarm, which the customer later resolved. The customer also reported the insulin pump holster breaking; the customer will be sent a replacement holster. The customer's blood glucose value was 170-180 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.